Event description:
It was reported to philips that the system's flexvision computer grabber card had failed, preventing a full system boot and stalling at 00.00. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.